Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-sep-2018 with the following findings:. During investigation, it was found that the pump was cracked at the battery compartment at the left side of the grip pad from the threads to the case seal. Additionally, the battery cap was also stripped and unable to secure to power on the pump. The returned battery cap was unable to be tighten on a test pump. A test battery cap was used and was able to secure enough and powered up the pump. A 12-duration test was completed with the test cap with no power loss or rebooting duplicated.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery cap was unable to be tightened, the yellow o-ring was visible, the battery cap threads were stripped, and there was intermittent power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.